Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision right hip. Patient fell approximately five weeks ago and the acetabular shell moved. The doctor removed the cup, liner and ball. During surgery, the doctor noticed femoral head and accolade corrosion of the trunnion.

Manufacturer narrative:
An event reporting corrosion involving an unknown femoral head was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision right hip. Patient fell approximately five weeks ago and the acetabular shell moved. The doctor removed the cup, liner and ball. During surgery, the doctor noticed femoral head and accolade corrosion of the trunnion.